Event description:
A customer contacted haemonetics on (B)(6), 2011 to report an internal fluid spill within their orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2011 to report an internal fluid spill within their orthopat machine. No operator or donor injury was reported. Evaluation of the unit confirmed the reported fluid spill which required replacement of the electronic circuitry along with other components. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number (B)(4).(B)(4).